Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2021-00034. Related manufacturer reference number: 1627487-2021-00037. Related manufacturer reference number: 1627487-2021-00038. It was reported 2 of the patients leads have migrated. Migration was confirmed via xray. Surgical intervention may be pending to address the issue. Note: all patients leads are being reported as it is unknown which leads have migrated.

Event description:
It was reported surgical intervention was undertaken wherein the migrated leads were explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.